Event description:
Per report rec'd from foreign MFR: catheter soaked in tetrox (dishwashing powder) 1.5 tbsp in 1 gal overnight (12 hrs) minimal pulling tension separates distal pm200 from polymide shaft.